Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, no defect nor deformation was observed, and the reported issue could not be duplicated during functional testing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the phlegm could not be coughed up. The event occurred while patient use at the facility. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.